Event description:
The patient's mother reported that the down arrow button has not been responding correctly over the past 2 months. The patient 's mother reports that sometimes, the button becomes stuck and can be sensitive.

Manufacturer narrative:
The pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. The 'down' button contact was found to be misaligned. (B)(6).